Event description:
It was reported that the stent (subject device) was used as a replacement for the initially used stent. However, resistance was encountered at the hub of the microcatheter during advancement and the subject stent got deployed at the proximal shaft of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). C2 / d10, concomitant products grid: added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that 'when the surgeon tried to transfer the 4.5×21 stent to the microcatheter, a resistance was felt near the hub while advancing the stent after the stent sheath was pressed against the hub. As soon as it passed through the hub, the stent deployed at the proximal shaft, failing to transfer. The surgeon removed the catheter and retried to transfer with new microcatheter and the subject 4.5x21 stent, but the same phenomenon occurred again'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that the stent (subject device) was used as a replacement for the initially used stent. However, resistance was encountered at the hub of the microcatheter during advancement and the subject stent got deployed at the proximal shaft of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.